Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient was experiencing intermittent therapy, and that they could feel that and the neck muscle contractions more when their neck was flexed forward, but it went away when they moved their head back. The hcp reported that several impedance checks were run in various positions, but all returned normal values. The hcp reported that x-rays were taken of the ins, lead/extension connector, and lead, but that nothing abnormal was seen. The hcp reported that the patient experiences the contractions on both sides of their neck. The hcp reported that they sent the patient back to the surgeon for further evaluation and surgery. The hcp also reported that the impedance values were much higher after implant and have come down to more normal values, but still follow a similar pattern to the impedance readings provided from yesterday. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep), reporting that the patient's ins battery was not dead, and that they never received the por message again. The rep went on to report that since receiving the por message, the patient's parkinson's symptoms have gotten worse and at times they get extreme muscle tensing in their face. The rep reported that all impedance checks and x-rays were within normal limits and everything looked fine, but on (B)(6) 2017, the patient's ins was replaced. The rep reported that the issue was considered resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implanted neurostimulator (ins) (serial # (B)(4)) revealed the battery reached normal end of life with telem etry and output ok. Fdc code (B)(4) has replaced fdc code (B)(4). Fdr codes (B)(4) and (B)(4) have replaced fdr code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of this event and another event reported in #3004209178-2018-02208 indicated that information reported in that rep ort applies to this report . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care provider (hcp) of a clinical study noted that the por was observed during examination in clinic on (B)(6)2017. It was also reported the patient had worsening symptoms including "seizure" like episodes as of (B)(6)2017. Additional symptoms included tightness in throat, tightness in back of shoulders, lip pulling, worsening in slowness and gait, and cervical dystonia. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient saw a power-on-reset (por) message with an unknown code about a month prior to this report. Since that time, the patient has experienced a sudden loss of efficacy from stimulation and has experienced overstimulation sensations ten times which has caused muscle contractions. Impedances were run three times including while pushing on the ins and components, but no abnormal impedances were observed. The ins is recharged regularly, so it was not thought to be related to the ins charge level. It was noted the hcp would get an x-ray of the system. No further complications were reported. The patient was implanted for movement disorders.